Event description:
In 2004, reporter initially called regarding the problem "cannot lock in the rate, the pump does not hold the settings." Mfg rep was sent to investigate and it was decided the device would be sent in for service. No adverse event was reported in association with this complaint. Seven days later, reporter stated the device had developed a new problem: an overdelivery. Apparently the nurse entered a dose of 500 ml, but the delivce delivered 1000 ml. Reporter was asked why the device was used when it was authorized for testing and investigation. Reporter stated the device had to be used because there were no other devices available and they couldn't wait for a replacement. There was no illness, injury or medical intervention reported as a result of the event. One patient involved.